Event description:
Additional auto-notification from datatrak received: 02-jun-2019 patient experienced: ascites on (B)(6) 2011. Reported as grade 3; severe; diuretic only administered - no other action taken; serious adverse event due to persistent or significant disability or incapacity and initial or prolonged hospitalization; probably related to device. Outcome unknown. Blood bilirubin increased on (B)(6) 2012. Reported as grade 3; severe; supportive treatment (not specified); serious adverse event due to persistent or significant disability or incapacity. Probably related to device. Outcome unknown. The events were not reported to btg by the investigator in 2011.

Manufacturer narrative:
Additional information received 02-jun-2019. Btg medical assessment - updated 10-jun-2019. The patient experienced ascites and limbs oedema, that required medication with furosemide and spironolactone. It is reported that the patient was hospitalized for treatment but date of hospitalization and discharge are not reported. On (B)(6) 2012 it is documented in the CT scan that the patient has ascites grade 2, lab test revealed elevated bilirubin. Treatment performed for elevated bilirubin unknown. Outcome unknown. Also the patient as portal hypertension at baseline ascites, blood bilirubin increase and edema limbs requiring hospitalization: serious adverse events, severity 3, causality - related to therasphere, all anticipated adverse events listed in the IFU/risk management documentation. No device malfunction was reported and no corrective and preventive action (CAPA) plan has been identified. The lot number associated with the therasphere administration was not reported, therefore no investigation could be performed. If additional information becomes available, a follow up report will be submitted. At this time this report is considered final.

Manufacturer narrative:
The events were reported through a retrospective clinical trial. The events are considered serious due to hospitalization and related to therasphere administration. Btg medical assessment: subject: (B)(6) is a (B)(6) year old male patient enrolled in the (B)(6) study. Diagnosed with hcc (B)(6) 2011. Presence of portal hypertension (B)(6) 2011. Aetioligic associations: liver cirrhosis; non alcoholic steatohepatitits. No prior sorafenib treatment. Baseline bclc stage: c. No disease specific surgery. Presence of portal main branch thrombosis, no ascites at baseline and low platelet count. Bilobar disease. Treated with therasphere (B)(6) 2011. Activity recorded at start of infusion: gbq 5.03. Residuals remaining in delivery set: gbq 0.48. Total administered: gbq 4.55. Lung shunt fraction 15.7%. Therasphere administered in the right hepatic artery. Patient experienced: ascites and edema limbs on an unknown date in (B)(6) 2011. Treatment received furosemide and spironolactone. Ascites and edema limbs requiring hospitalization: serious adverse events, severity 3, causality - related to therasphere, anticipated adverse events listed in the IFU/risk management documentation. No device malfunction was reported and no corrective and preventive action (CAPA) plan has been indentified. The lot number associated with the therasphere administration was not reported, therefore no investigation could be performed. If additional information becomes available, a follow up report will be submitted. No other information is available that could confirm/deny the alleged event. At this time, this report is considered final.

Event description:
Auto-notification received from (B)(4) 08-may-2019. Subject: (B)(6) is a (B)(6) year old male patient enrolled in the (B)(6) study. Diagnosed with hcc (B)(6) 2011. Presence of portal hypertension (B)(6) 2011. Aetioligic associations: liver cirrhosis; non alcoholic steatohepatitits. No prior sorafenib treatment. Baseline bclc stage: c. No disease specific surgery. Presence of portal main branch thrombosis, no ascites at baseline and low platelet count. Bilobar disease. Treated with therasphere (B)(6) 2011. Activity recorded at start of infusion: gbq 5.03. Residuals remaining in delivery set: gbq 0.48. Total administered: gbq 4.55. Lung shunt fraction 15.7%. Patient experienced: ascites and edema limbs on an unknown date in (B)(6) 2011. Treatment received furosemide spirnolactone. Additional information received 08-may-2019. The patient was hospitalized. The events were not reported to btg by the investigator in 2011.